Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving 10mg/ml bupivacaine at 2.62mg/day, 15mg/ml morphine at 3.94mg/day via an implantable infusion pump for non-malignant pain. It was reported the patient had a motor stall and recovery on (B)(6)and then had another motor stall with no recovery later that day. The patient complained of increased pain and withdrawal. The hcp reported that this was the second pump this patient has had that has gone through a motor stall. It was reported the hcp was setting the patient up for a pump replacement. The patient was treated with oral medication. No further complications were anticipated/reported.

Manufacturer narrative:
The device code and code method codes have been updated for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-aug-22. The patient reported when their pump failed they were in the hospital "for a good week trying to figure things out." The patient stated they went through "withdrawals and it was absolute hell." The patient mentioned this was the second time their pump failed, please refer to MFR report number 3004209178-2013-15881 regarding the previous event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had thoughts of harming themselves and others. The reporter was "asking for pain and suffering for what they went through."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and a manufacturer's representative (rep). It was reported that the patient pump was explanted and a new pump was placed on 2017-nov-02. The cause of the motor stall was not determined. The patient's weight was reported. The rep reported they would be sending the pump back to the manufacturer for analysis. No further complications were anticipated/reported.

Manufacturer narrative:
It was previously indicated in b5 that an hcp reported that this was the second pump this patient has had that had gone through a motor stall. Refer to MFR report # 3004209178-2013-15881. Regarding a previous event. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train, there was a stall due to shaft bearing on the pump motor gear train, and there was a stall due to gear wheel three. If information is provided in the future, a supplemental report will be issued.